Event description:
The complaint states that signal loss over one hour was reported. Product was provided for investigation. The allegation was not confirmed via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).